Event description:
It was reported that a physician contacted boston scientific technical services (ts) to request a review of this implantable cardioverter defibrillator (ICD) device operation. The ts review indicated that the device provided eight rounds of antitachycardia pacing (atp) therapy and eight shocks across four episodes. Sometimes the atp therapy converted the rhythm and sometimes it did not. The therapy was also noted to have accelerated the rhythm into the ventricular fibrillation (vf) zone and all therapy was exhausted. The rhythm was indicated to be irregular with a morphology that was different than the presenting rhythm. Ts noted that they could not make a definitive identification of the type of rhythm as the ICD was a single-chamber device with only a right ventricular (rv) lead but indicated it was possible inappropriate therapy provided for an atrial fibrillation rhythm. The physician was also unable to make a clear designation of the rhythm and was consulting with a cardiologist. The device remains in-service. No patient symptoms or additional adverse patient effects were reported.